Manufacturer narrative:
Investigation ¿ evaluation. A review of the device history record, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record indicated that the lot met all finished goods release criteria. Based on the information provided, no product returned and the results of our investigation, a definitive root cause could not be determined. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported during a pediatric broviac exchange the physician was attempting to salvage a broviac line by passing a cope mandrill wire guide to remove precipitate and the wire coil unraveled. The following was reported from the physicians documentation: "a cope mandril wire guide (B)(4) was inserted in the lumen under sterile technique. After advancement of a short distance (fairly proximal in the tubing-not felt to be past the tip of the catheter). The person holding the wire felt resistance and stopped. He then pulled back the wire so we could estimate the distance. When pulling back, it was obvious that the outer wire coil was unraveling. The clamp of the catheter was applied to trap the wire and a cap was applied to secondarily trap the wire. The wire was cut off. We will proceed to the operating room today to remove the catheter with residual wire and place a new line." The patient was taken to the operating room and the broviac and wire were safely removed. The patient status was reported to be stable post procedure.